Event description:
It was reported that balloon rupture occurred. A 33/7/2/65 equalizer¿ occlusion balloon catheter was selected; however, it was noted that the balloon ruptured.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).